Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device would not secure the cutter. It is known that the device was being used during surgery. It is known that there were no injuries reported. It is unk if medical intervention or a delay in surgery occurred. There was no add'l info provided.